Event description:
Patient reported that the device's piston rode was sticking without the device consistently generating an error code. Patient's blood glucose was not affected, and no treatment was received.